Event description:
Limited information was reported through distributor biohorizons on behalf of the hcp that "after introducing the product, a strong intolerance / side effects appeared 5 days later. It was removed and disposed of at the practice."

Manufacturer narrative:
This MDR is being reported as serious injury due to the reported device explant. Although it is not clear what is meant by "a strong intolerance", and since limited information was reported regarding the event as well at the patient's medical and surgical history, it should be noted that the novomatrix is an acellular xenograft derived from porcine tissue that could elicit an immune response in patients with known sensitivity. The instructions for use notifies the customer that the porcine tissue grafts are contraindicated and should not be used in patients with a known sensitivity to porcine material or polysorbate 20, a component of the phosphate buffered aqueous solution.  No antibiotics are used in the processing of this product. Based on the limited information reported, a relationship between the event and novomatrix cannot be conclusively determined. The investigation resulted in no remarkable findings, including no other complaints reported against the lot and no deviations or related non-conformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. No further actions are required as a nonconformance was not confirmed. Attempts are being made for additional patient and procedure specific information and to date, no information has been received. If additional information is received, a supplemental report will be submitted.